Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Event description:
Device remains has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening on the anterior side assessed, as surgical damage. It was observed, total delamination of the valve known as adhesive failure.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains has been explanted and replaced.